Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post open heart surgery, the atrial lead exhibited loss of capture and sensing. The lead was capped and replaced on (B)(6) 2013.